Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
On (B)(6) 2011 a customer reported her freestyle lite meter had a blank screen for several days. The customer reported experiencing a "headache and blurred vision every morning, and at night pain in the legs" due to the blank screen issue. The customer also stated that had been feeling symptoms "periodically for about six months." The customer reported that on an unspecified date, she experienced a loss of consciousness and self-presented to her doctor. The customer reported she was diagnosed with hyperglycemia, although no treatment was provided at the doctor's office. The customer reported self-treatment with actoplus, micardis, simvastatin, and unknown non-prescription drugs and/or food. Several attempts were made to contact the customer for additional information, without success. There is no report of death or permanent injury associated with this case.